Event description:
Reporter indicated that about six months post-implant in 2001, his device was disabled due to an increase in seizures. Seizure rate prior to vns implantation was about 2-3 seizures a day and post vns implant, he had 6-7 seizures per day. Per the reporter, his device was disabled due to the increase in seizures. No medication changes were made as a result of this reported increase. The vns therapy system remains implanted. Patient's treating physician reported the patient had brain surgeries and the device was disabled in 2005, for that and the patient had increased seizures after the surgery. No additional information has been provided